Event description:
It was reported the patient had a change in stimulation 3 to 4 weeks prior to the call. They began to experience a more extreme shocking and on (B)(6) 2015 they stopped feeling stimulation. There were no falls or any sort of trauma associated with the event. They had not had any recent medical tests or emi exposure but they noted they work in hvac and do a lot of bending. As a result of the stimulation stopping they have had a loss of therapy. The patient met with a manufacturer representative and impedance measurements were showing greater than 10 ,000 ohms on all combinations except electrodes 8, 9, and 4. Palpating the device did not reproduce any symptoms. On (B)(6) 2015 x-rays were taken and showed that one lead had migrated down to the lumbar region. The patient was schedule for a revision on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).